Event description:
On (B)(6) 2023, rayner received notification from an australian healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that there was fast expulsion of the iol causing capsule rupture.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during implantation of the rayone toric rao610t there was fast expulsion of the iol from the injector resulting in capsule rupture. An anterior vitrectomy was performed and the lens was explanted within the original surgery session. The device has not been returned to rayner, it is presumed to have been discarded by the healthcare facility following explant. The rayner risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. The speed of injection can be an influencing factor in cases such as this. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner". A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 092199430.